Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer stated that there was a hospitalization for low blood glucose. Blood glucose reading was 79 mg/dl. The customer administered too much insulin due to be unfamiliar with programming the settings in the insulin pump. Assistance with programming was provided. Customer declined troubleshooting for this as she understood what caused this event. Nothing further reported.